Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of the stored data from this device identified electrograms with inappropriate atrial tachycardia response (atr) episodes due to farfield r-wave oversensing (ffrwos). The device remains in service and no adverse patient effects were reported.